Manufacturer narrative:
Device passed the displacement test and rewind test. No unexpected rewind anomalies noted. Device received with cracked belt clip slot and cracked reservoir tube lip. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the customer was not getting insulin earlier and when he changed the insulin pump and went to rewind, he could not get to rewind it as he went straight to fill cannula screen. The customer also experienced high blood glucose level. The drive support cap appeared normal. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.